Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) left bundle branch lead also exhibited oversensing causing possible inhibition of pacing and oversensing of short v-v intervals. The rv (lbb) lead remains in use. No further patient complications have been reported as a result of this event.